Event description:
The surgeon noted fluid and blood around the gauge of the instrument, thus determining a problem with the disposable novasure instrument. The surgeon observed a crack in the novasure device. The novasure was withdrawn from the patient's uterine cavity, and a new novasure device was opened to complete the procedure.